Manufacturer narrative:
Section d10, h3: corrected information manufacturer's investigation conclusion: there were incidental findings of driveline disconnect alarm due to the controller entering run mode associated with the backup battery being uninstalled upon initial connection to power. The reported event of a backup battery fault alarm was confirmed via the submitted log file; however, the alarm was not reproduced during testing of the returned backup battery (serial number: (B)(6)). The log file captured a backup battery fault alarm on (B)(6) 2020 from 18:34:20 to 18:48:59 due to a backup battery load test failure. The alarm appeared to resolve on its own. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for evaluation. The returned backup battery was functionally tested and found to operate as intended during analysis. The backup battery was installed in a test system controller and operated in a mock circulatory loop with no issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without issue. During testing, multiple load tests were performed and the battery passed each time without issue. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The battery, serial number (B)(6), was manufactured on 05apr2019 and the use-by-date is 05mar2021. The battery passed all inspection testing prior to being shipped. Device history records for the system controller could not be reviewed as the serial number is unknown. Heartmate ii patient handbook , under section 5 entitled ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault and driveline disconnected alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how to properly replace the running system controller with a backup controller. Heartmate ii instructions for use (IFU) section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate ii instruction for use (IFU) section 2 ¿system operations¿ explains the different system controller operating modes (run mode, sleep mode, and charge mode) and how to switch between them. This section also explains how to maintain the readiness of the backup controller, including charging the backup battery and performing a self-test once every six months. This section also explains how to view the backup battery information on the system monitor, including when the backup battery needs to be replaced, and explains how to exchange the backup battery. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook and heartmate ii instruction for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The controller exchange on (B)(6) 2020 is reported under MFR#2916596-2020-03883. Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a "backup battery fault" alarms. The patient's backup battery has since been replaced. Log file analysis shows the controller was replaced on (B)(6) 2020. It was also observed on (B)(6) 2020, that backup battery fault alarms occurred. This type of issue can be caused by the backup battery, or if the battery ribbon cable is not fully seated.